Manufacturer narrative:
No conclusion can be made. The sample was discarded by the user facility and not returned for evaluation. A photo of the echo ps was provided, the yellow anchor is not visible in the photo. However, without a sample to evaluate it is not possible to tell why the yellow anchor is not present. The photo does no assist in determining a root cause for the alleged event. Multiple attempts have been made to gather additional details regarding the event. Events of this nature are typically associated with use related technique issues, however, based on the limited information provided and not having a sample, no conclusion can be made. To date this is the only reported complaint for this production lot of 173 units released for distribution in (B)(6) 2017. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported a portion of the device was left in vivo. There was no reported medical intervention or patient harm and the mesh remains implanted. As such, this event is reported as a malfunction. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the ventralight st mesh w/ echo ps (device 2), an additional emdr was submitted to represent the ventralight st mesh w/ echo (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded.

Event description:
It was reported that on (B)(6) 2018 two ventralight st mesh w/ echo ps devices (device 1 and device 2) were used during a surgical procedure. As reported two separate events occurred during this procedure. It was reported that during placement of the ventralight st mesh w/ echo ps (device 1), the yellow anchor came loose from its fixed position and slid down the inflation tube. The anchor did not fully detach from the device. There was no reported patient injury. The mesh remains implanted. It was reported that during placement of the ventralight st mesh w/ echo ps (device 2), the yellow anchor detached from its fixed position and was left in vivo at the close of the procedure. There was no reported medical intervention or patient harm. The mesh remains implanted.